Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer was not sure if the pump was properly delivering insulin. Blood glucose ranged from 400-500 mg/dl. The supplies were changed to address the event.